Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on 07-jul-2021 that occurred in the united states. The customer reported "no video image" involving pentax medical video colonoscope model ec-3490tli, serial number (B)(4). The user facility did reply to our good faith effort email on 21-jul-2021, but they stated that the details the technicians document during their experience is limited and appears nothing additional is available. The customer owned endoscope was received by pentax medical for evaluation on 13-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirmed the customer complaint but did documented the following inspection findings: bending rubber cut, distal body chip at channel opening at thinnest part, failed wet leak test, suction tube resistance, failed dry leak test, video image has a white or red dot, bending rubber leak at middle section, air/ water nozzle glue worn, up angulation decreased, insertion tube bump at end of root brace. The device underwent repairs including the following components: o-rings and seals, bending rubber, angle wire, adjusting collar, distal end assy with tubes, insertion flexible tube, suction channel lg, x-ring(1.8x19.6) gray, rubber trim collar. Model ec-3490tli, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair and approved by final qc as 06-aug-2021.